Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned by the healthcare provider (hcp). It was further reported that the pump was explanted due to wound dehiscence. No further complication was reported.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies. Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml, 600 mcg/ml) via an implantable infusion pump. It was reported that the patient had the pump and catheter explanted on (B)(6) 2018 due to infection. The issue was resolved at the time of the report and patient status was alive with no injury at the time of the report. No further complication was reported.